Event description:
The report received from the affiliate indicated that during an interventional endovascular procedure, the physician used a boston scientific guidewire and a savvy long balloon catheter to dilate a lesion in the anterior tibial artery. After the dilatation, the guidewire was removed and an agility guidewire was used with a paclitaxel 2 x 8 cm balloon catheter over the agility guidewire to perform another dilatation. The balloon catheter was removed and the physician then used the agility guidewire to further explore the distal fibularis artery, which was heavily calcified and had multiple lesions. The savvy long balloon catheter was then used for another dilatation. At this point, the physician wanted to remove the agility guidewire to take an angiogram through the savvy long balloon catheter. The physician had difficulty removing the guidewire and saw on fluoroscopy that the distal end of the guidewire was damaged. The physician had to use some force and removed both the savvy long balloon catheter and the agility guidewire together. The physician then used another agility guidewire and another savvy long balloon catheter to successfully complete the procedure. After removing the products from the patient, the distal tip of the agility guidewire was noted to be stretched/unraveled. There was no reported patient injury.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.